Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the customer reported that multiple occlusion alarms occurred. Additionally, the customer reported that the fill estimate was intermittently inaccurate after a new cartridge was loaded. Additionally, the customer reported intermittent fluctuating blood glucose level's from 41 mg/dl to over 600 mg/dl. Reportedly, the cause of the fluctuating bg levels were due to the settings requiring adjustment. The customer declined to provide additional information regarding these issues and declined follow up contact from tandem technical support.